Event description:
The customer reported the pulse oximeter of the tower does not pick up well, it tends to pick up downwards. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
Reporting address line 2 (B)(6). Analysis was performed by an authorized service provided (asp) who went onsite to evaluate the unit. The asp replaced the philips fast spo2 probe to resolve the issue. The unit has returned to working specification. It was confirmed the readings were inaccurate low and an inoperative message was present. Based on the information available in the case and by the asp, the cause of the reported problem was confirmed to be the fast spo2 probe. The reported problem was confirmed. If additional information is received, the complaint file will be reopened for further investigation.